Manufacturer narrative:
This supplemental report is being submitted to correct the b5 and to provide additional information of the initial report submitted on 31st january 2021.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the preparation for an unspecified procedure, while the gif-h190 or cf-h190l videoscope was connected to the subject device the scope communication error b30 occurred. However the subject device worked with no error while the 150 series videoscope was connected to the subject device. Olympus medical systems india (omsi) checked the subject device and found that the error b30 did not occur and the endoscopic image was displayed intermittently with scope error e315 (unsupported scope) showing due to the failure of the output socket. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the device inspection results by the service department of olympus india, there was the possibility that the reported phenomenon was attributed to the wear of the pins and locks of the video connector receiver due to the repeatedly use for a long-term use because more than 4 years had passed from the subject device had been manufactured. Or, there was the possibility that this phenomenon was attributed to the failure of the output socket due to the excessive force by the user.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection at the service department of olympus medical systems india (omsi), it was found that the endoscopic image was intermittently displayed on the monitor. There was no report of patient injury associated with this event.